Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic wedge resection, the surgeon was able to squeeze but the handle did not move at all, hence the device did not fire. Another device was used to complete the case. There was no patient injury.